Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 45mm abdominal aortic aneurysm. Coiling was also completed during the procedure. It was reported during the index procedure after the stent graft was deployed, digital subtraction angiography (dsa) was performed confirming aneurysm exclusion was achieved however blood flow into the left internal iliac artery could not be confirmed. Due to successful aneurysm exclusion the physician elected not to perform intervention. Per the physician the cause of the event was anatomy related and commented that more appropriate positioning during dsa should have been employed during deployment of the bifurcated stent graft to confirm the position of the left internal and external arteries. No additional clinical sequelae were reported and the patient will be monitored.